Manufacturer narrative:
Received 1 used silicone catheter. The reported event was unconfirmed, as the problem could not be reproduced. Per functional evaluation the balloon was inflated 10cc of air using a syringe and it was not deflated. After that the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe and no water leak by inflation valve was found. Then the catheter was manipulated at bifurcation area and no deflation was found. After that, the catheter was deflated with a syringe and 10cc of water was recovered. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked. The complainant stated that the catheter was allegedly found outside of the patient due to a water leakage from the inflation valve. Upon examination, no balloon damage was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter leaked. The complainant stated that the catheter was found outside of the patient due to a water leakage from the inflation valve. Upon examination, no balloon damage was found.